Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had wright items inserted years ago. She had an allergic reaction, switched to ceramic and now is going to have a shoulder replacement, she needs to advise the doctor so that it? Taking into account in order to avoid the materials.